Event description:
It was reported that during an unk procedure, scissoring. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.

Manufacturer narrative:
Information is unavailable, device was not returned for eval.